Event description:
It was reported that the patient underwent a procedure for an l3-4 add-on fusion. While provisionally tightening the break off setscrew, the setscrew split longitudinally in the break off portion of the cap. The device was replaced. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: analysis of the returned device shows that the break off screw was returned not broken off, but with a crack emanating from one of the hex corners. Visual and optical examination identified witness marks and plastic deformation on the interior of the implant, with marks on the interior wall next to crack. Optical analysis of the fracture is limited because the screw did not break in half just cracked. The above observations are consistent with bend stress overload.